Manufacturer narrative:
The reported expiration date for the reported lot number is 09/15/2024. Device evaluation: eighteen devices were received and evaluated for the complaint regarding the needle button released event. All devices were received, and the needle mechanism functions were tested and were not able to verify the reported event. The complaint could not be confirmed for these devices.

Event description:
He patient called to report that on (B)(6) 2022 approximately 10 am the needle button released prior to the 24-hour completion and patient had to remove and replace her v go 40 device. Patient reports that she has had issues in the past which have previously been reported. The patient reports that she applies her v-go device to her abdomen at night using proper fill, wear, and go procedure and within 2 to 10 hours usually 4 to 6 the needle button releases on its' own. The patient has been using v-go since (B)(6) 2022 and was trained at the office of her health care professional (hcp) by a v-go representative. Patient is prescribed novolog insulin and was able to provide the lot number and expiration date for the v go device. The patient reported the devices are available for return to the manufacturer for evaluation.